Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012 inratio: 2.0, lab: 3.8. Pt¿s therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.